Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was dark; the image was too dark to observe the tissues normally. The problem, as reported to olympus, was identified during receipt inspection. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was assumed that the indicated phenomenon occurred due to the deterioration of the patient circuit (dp) board. Reproducibility is unknown because the device has not been returned from the facility. However, based on additional information obtained, it was found that dimming does not work, and the endoscopic image is too bright or dark to be visible. Olympus will continue to monitor field performance for this device.